Event description:
Procedure: esphagectomy. One side of the cartridge fired on the specimen side. Procedure was converted to an open and upon opening, the surgeon found free unformed staples inside the abdomen, staple formation was fine. The surgeon had to oversew the damaged staple line. Patient status unknown at this time.